Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customers blood glucose was 500 mg/dl. It was reported that the customer declined troubleshooting. The customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.